Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins was in a bad location in the patient's buttocks. The ins was moving due to increased weight and hanging skin. The hcp moved the ins from the buttocks to higher in the back where the skin was not as loose. The ins was moved to a more comfortable position. The issue was resolved.